Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information and pt status from the hospital, field contact or distributor. The device has not yet been returned to guidant cardiac surgery for investigation we will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. Reference file number (B)(4).

Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely durin the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hospital.